Event description:
During patient treatment with this 3100a ventilator, operators said it would not hold its mean pressure. Later, they also stated they had trouble starting it. The patient was placed on another 3100a without compromise.